Event description:
On (B)(6) 2010, patient reported he was attempting to change the insulin cartridge and the piston would not return and is making clicking noises. Patient reported he inserted a new battery prior to the call. Advised patient of the correct battery type to use in the infusion device. Had patient walk through the change the cartridge procedure. Patient reported the piston rod is making a continuous clicking noise and not moving when the infusion device display shows 'returning piston rod'. Patient stated the plunger is not stuck on the piston rod. Patient reported the clicking sound that the piston rod is making does not sound like it normally does. Patient stated the clicking noise happens anytime he tries to return the piston rod and the piston rod does not move. Patient will switch to his backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.